Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned - test strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated the result had been obtained that morning 2 hours after having a protein shake. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl and expected 2 hour post meal blood glucose test result is <150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strips are expired: manufacturer¿s expiration date is 10/31/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.